Event description:
Customer reports she put the controller to charge but smelt smoke less than 30 minutes after plugging it in. Caller stated when she removed it, she realized that the charging port had melted. No medical intervention was required.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release review could not be completed as no lot number or an invalid lot number was provided

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. The device was not returned for evaluation. We are unable to confirm the cause of the reported event.